Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
Report 2 of 2 for (B)(4) it was reported that during a total knee arthroplasty (tka) procedure, while using the robotic assisted satellite station device and robotic assisted array clamp device, it was observed that the femoral cuts were off posteriorly and distally and had about a centimeter gap posterior lateral and the distal cut was a wafer skim cut. It was reported that 1cm too much posterior lateral was removed and no bone distal was taken. It was confirmed that the checkpoint was off and it was assumed an array moved or pin was compromised. The surgeon troubleshooted by placing cortical screws and rebar the defect. It was noted that the robot was not mounted to the bed. It was reported that the devices were being used with a robotic assisted saw handpiece device and robotic assisted array clamp device. There were no delays in the procedure reported. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.